Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
K082806.

Event description:
An email was received regarding a spinning spiros® closed male luer, red cap, alleging a leak during patient use. It was stated in the report that the product leaked during chemo infusion. There was patient involvement, no patient harm reported, but a delay in therapy; they had to remake the chemo and the administration set.